Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: failure (event) observed during analysis. Analysis of the associated pulse generator found that the front seal of the lead had become unattached and stuck within the header of the pulse generator. The front seal was removed and measured and the diameter was found to be out of specification. The seal had become lodged within the device header during implant and detached, preventing lead insertion. (B)(6).

Event description:
This report is to advise of an event observed during analysis.